Manufacturer narrative:
The lens was returned in liquid, in a case/vial. The lens vial was returned taped to laf card. Visual inspection found no visible damage to the lens. (B)(4). No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted 13.7mm micl13.7 implantable collamer lens, -5.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, angle closure, pupillary block (elevated iop), blurred vision, and pain. The lens was exchanged for a shorter lens.

Manufacturer narrative:
The exchange resolved the problem. (B)(4).